Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on december 16, 2021, it was found that error e110 (optical filter damaged) occurred intermittently since the board was faulty. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Local service department of olympus found that error e110 occurred intermittently since the board was faulty. The cause of board failure could not be identified.